Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was home post operation, when they developed complete loss of vision in their right eye. The symptom gradually resolved on its own. The patient was referred from the emergency department to a clinic. Blood tests were normal and brain imaging found an episode of amaurosis fugax. An electrocardiogram (ECG) episode of atrial fibrillation (af) was also found. These were all thought to be due to the recent procedure. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.